Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an implantable cardioverter defibrillator (ICD) implant procedure. This right ventricular (rv) lead was successfully implanted. A right atrial (ra) lead was then attempted but was not implanted as a suitable position was not identified. The physician opted to use another company's ra lead; multiple positions were tried before a location having 0.8 mv p-waves was found and used. The patient's rhythm was atrial sensing ventricular pacing. The patient's heart rate then elevated into the 100's with a drop in blood pressure. A pericardial effusion was noted and the patient coded; it was unknown which lead cause the perforation that lead to the effusion. Ventricular fibrillation (vf) was treated by the device and by external shock therapy. Resuscitative efforts were performed and after approximately one hour pulseless electrical activity was reported. The brady and tachy therapies from the device were turned off. The attempted right atrial (ra) lead was going to be returned for analysis, but all other products remained with the patient. There were no allegations reported, but an analysis letter for the attempted right atrial (ra) lead was requested.

Manufacturer narrative:
(B)(4).